Manufacturer narrative:
Manufacturer narrative: no device issues were reported by the customer. The customer did not know the date the event took place. Bigfoot conducted a thorough investigation and found that the event potentially occurred in february due to the several instances of prolonged high glucose identified. Investigation found that the system performed as intended during this time. Instances of low glucose were also discovered and the system performed as intended and raised low glucose alerts per specification in each instance. Therefore, there was no indication that the product did not meet specification. If bigfoot learns of any new information in relation to this case, another investigation will be performed, and a follow-up report will be submitted. All pertinent information available to bigfoot has been submitted. Justification for delay in submission: bigfoot became aware of the hyperglycemic event on (B)(6) 2022 but upon initial investigation, no device data was found for the month of march, indicating that the customer wasn't using the system at the time. Successful contact with the customer on (B)(6) 2022 indicated that the event potentially happened in the month of april, however, there was also no device data found for the month of april. For completeness, bigfoot extended the investigation to review the last available glucose data in the month of february. Bigfoot was then able to identify a period of potential hyperglycemia taking place in feburary that was consistent with the event described by the customer.

Event description:
A customer experienced symptoms of severe hyperglycemia including feeling weak when they woke up at approximately 1:00 am est. The customer did not know the date the event took place. They did not check their blood glucose level on a blood glucose meter but the sensor glucose values were above 400mg/dl. They were treated in the emergency room with insulin and IV fluids. There was no report of death or permanent impairment associated with the event.